Event description:
It was reported the device was used in a tonsilectomy. It was reported that the handpiece was producing a solid tone. It was checked out by the biomedical dept. It was unk how the procedure was completed. There was no consequence to the pt.